Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous blood glucose (bg) levels of 600 mg/dl and high ketones. Customer required assistance from parents to address bg via a manual injection, and fluid consumption. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Multiple attempts were made with customer to upload pump data for review, however, no response was received.